Manufacturer narrative:
(B)(4). The returned s-ICD was analyzed and a review of device memory found recorded a battery depletion alert after eri. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
It was reported that this device was explanted for normal battery depletion after nearly seven years of implant time. The laboratory analysis concluded there was an internally shorted battery. This device was previously included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.